Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient reported to davol that she would be seeing her surgeon on (B)(6) 2013, multiple attempts have been made to contact her following that date; however, we have not received a response. We have also requested additional medical info from the pt; at this time pt medical records have not been provided. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. Additionally, the mesh remains implanted. With the currently available info, no conclusion can be drawn. This MDR includes all patient, event and device information davol has received to date. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.

Event description:
The following was reported to davol by the pt: on (B)(6) 2005, the pt alleges that she was implanted with a composix kugel hernia patch during an umbilical hernia repair. Pt alleges that her abdomen has "never felt right" and she has experienced pain "on and off". In (B)(6) 2013, the pt alleges that she bent over and felt a pop at her belly button. She alleges her pain has been severe and sharp she alleges that the pain is more severe when she bends or stands. The pt alleges a recent CT scan showed the mesh to be "shrinking."